Event description:
The clinician reports the implant was inserted (B)(4) 2024 in ada 7. Details of surgery: ridge augmentation and immediate extraction site. On (B)(4) 2024, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.